Event description:
Over-delivery. At 1750, the pump was programmed to deliver 300ml of packed red blood cells at a rate of 150ml/hr. At 1850, the solution bag was reportedly "empty". It was unspecified if the pump alarmed. There was no reported adverse pt effect and no medical interventions were necessary. Though requested, no further info was available.